Event description:
It was reported that the customer received a motor error alarm and no delivery alarms. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarms were noted. The motor passed motor test. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the connector lcd isolation tape noted. No unexpected low battery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and cracked battery tube threads.